Event description:
The service report shows that the hospital lost power and the 840 ventilator did not switch to battery operation. Therefore, the device stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found customer used a non approved covidien battery in the device. The cse replaced the battery assembly. The unit passed extended self testing.